Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and uterine perforation ("perforated essure:essure with perforation of uterus/migration of essure device: left extended to uterine cavity") in a 37-year-old female patient who had essure (batch no. 627313) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, bone marrow transplant in 2006 and oligomenorrhea. Current weight (B)(6) . Concurrent conditions included leukemia, amenorrhea, dysplasia, left lower quadrant pain, hot flashes and dyspareunia. Family history included arthritis (mother). Concomitant products included medroxyprogesterone acetate (depo provera) for birth control, drospirenone + ethinylestradiol (yaz) from 2007 to 2009 for female sterilisation as well as estrogens conjugated;medroxyprogesterone acetate (prempro) since (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 8 months after insertion of essure. On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), menorrhagia ("menorrhagia/ abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition:acid reflux"), alopecia ("hair loss"), skin disorder ("rashes or skin conditions: skin conditions"), visual impairment ("vision/eye problems") and eye disorder ("vision/eye problems") and was found to have weight increased ("weight gain/loss (specify which one) weight gain"). On (B)(6) 2011, the patient experienced aphasia ("aphasia"). On (B)(6) 2014, the patient experienced depression ("depressed/ psychological or psychiatric problems: depression"). On (B)(6) 2017, the patient experienced menopause ("hormonal changes: menopause"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxious"), back pain ("lower back/ right side pain") and pelvic discomfort ("she has discomfort with uterine distention"). The patient was treated with surgery ((B)(6) 2009: left essure removed and robotic assisted total laparoscopic hystercctomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine perforation, dysmenorrhoea, menorrhagia, anxiety, depression, menopause, vaginal haemorrhage, urinary tract infection, bladder disorder, tooth disorder, fatigue, alopecia, visual impairment, weight increased, eye disorder and pelvic discomfort outcome was unknown and the gastrooesophageal reflux disease, aphasia, skin disorder and back pain was resolving. The reporter considered alopecia, anxiety, aphasia, back pain, bladder disorder, depression, dysmenorrhoea, eye disorder, fatigue, gastrooesophageal reflux disease, menopause, menorrhagia, pelvic discomfort, pelvic pain, skin disorder, tooth disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: left essure coils- 4 coils right had visible 5 coils. Patient sought treatment on multiple occasions for these symptoms (B)(6) 2009: left essure removed diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2009: result: bilateral patency of both fallopian tubes neither fallopian tube is currently occluded. Contrast moves past each essure device. Distal migration of the left essure device. The tube may extend beyond the margin of the fallopian tube. The right essure device may be slightly proximal in location as the first radiopaque marker extends through the cornu into the uterine cavity.(as per mr). Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia, dysmenorrhea, menopause quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs & mr received: reporter's information was added. Patient's date of birth and demographic details were added. Date of insertion was added. Lot number added. Specific events menopause, vaginal hemorrhage, urinary tract infection, bladder disorder, tooth disorder, acid reflux, aphasia, perforated essure:essure with perforation of uterus/migration of essure device: left extended to uterine cavity, eye disorder, low back pain, fatigue, weight gain, hair loss, vision impairment, pelvic discomfort were added. Event onset date was added. Outcome of events skin problems, aphasia, back pain, acid reflux updated to recovering/resolving. Lab data was added. Medical history, concomitant condition and concomitant drugs were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (robotic assisted total laparoscopic hystercctomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient sought treatment on multiple occasions for these symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforated essure:essure with perforation of uterus/migration of essure device: left extended to uterine cavity") and pelvic pain ("pelvic pain/ pain") in a 37-year-old female patient who had essure (batch no. 627313) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, bone marrow transplant in 2006 and oligomenorrhea. Current weight 153 lbs. Concurrent conditions included leukemia, amenorrhea, dysplasia, left lower quadrant pain, hot flashes and dyspareunia. Family history included arthritis (mother). Concomitant products included medroxyprogesterone acetate (depo provera) for birth control, drospirenone + ethinylestradiol (yaz) from 2007 to 2009 for female sterilisation as well as estrogens conjugated;medroxyprogesterone acetate (prempro) since (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 8 months after insertion of essure. On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), menorrhagia ("menorrhagia/ abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition:acid reflux"), alopecia ("hair loss"), skin disorder ("rashes or skin conditions: skin conditions"), visual impairment ("vision/eye problems") and eye disorder ("vision/eye problems") and was found to have weight increased ("weight gain/loss (specify which one) weight gain"). On (B)(6) 2011, the patient experienced aphasia ("aphasia"). On (B)(6) 2014, the patient experienced depression ("depressed/ psychological or psychiatric problems: depression"). On (B)(6) 2017, the patient experienced menopause ("hormonal changes: menopause"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxious"), back pain ("lower back/ right side pain") and pelvic discomfort ("she has discomfort with uterine distention"). The patient was treated with surgery ((B)(6) 2009: left essure removed and robotic assisted total laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic pain, dysmenorrhoea, menorrhagia, anxiety, depression, menopause, vaginal haemorrhage, urinary tract infection, bladder disorder, tooth disorder, fatigue, alopecia, visual impairment, weight increased, pelvic discomfort and eye disorder outcome was unknown and the gastrooesophageal reflux disease, aphasia, skin disorder and back pain was resolving. The reporter considered alopecia, anxiety, aphasia, back pain, bladder disorder, depression, dysmenorrhoea, eye disorder, fatigue, gastrooesophageal reflux disease, menopause, menorrhagia, pelvic discomfort, pelvic pain, skin disorder, tooth disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: left essure coils- 4 coils right had visible 5 coils. Patient sought treatment on multiple occasions for these symptoms (B)(6) 2009: left essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: result: bilateral patency of both fallopian tubes neither fallopian tube is currently occluded. Contrast moves past each essure device. Distal migration of the left essure device. The tube may extend beyond the margin of the fallopian tube. The right essure device may be slightly proximal in location as the first radiopaque marker extends through the cornu into the uterine cavity.(as per mr). Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia, dysmenorrhea, menopause lot number:627313, manufacturing date:2008/06, expiration date: 2010/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient sought treatment on multiple occasions for these symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.